Event description:
It was reported that after the implantable pulse generator (ipg) had an adjustment the impact to battery longevity was more than anticipated. The device remains in use. No patient complications have been reported as a result of this event.